Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in an unspecified location of a homechoice cassette. This occurred during peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.